Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, bleeding, dyspareunia and neuromuscular problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent diagnostic laparoscopy and open left salpingo-oophorectomy with extensive lysis of adhesions on (B)(6) 2009 and (B)(6) 2009 due to pelvic mass and pelvic pain. It was also reported that the patient underwent cystoscopy, left ureteral stent placement and left eswl on (B)(6) 2009 and (B)(6) 2009 due to left renal calculi. It was reported that patient underwent cystopanendoscopy, left retrograde pyelograms and placement of double-j left ureteral stent on (B)(6) 2012 due to left ureteropelvic junction stone and experienced adhesive disease on (B)(6) 2009.

Manufacturer narrative:
Date sent to the FDA: 10/7/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total abdominal hysterectomy, sacral colpopexy due to uterine prolapse, cystocele, rectocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.